Event description:
It was reported the sensor is no longer being recognized - cord has pulled away, exposing wiring.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the sensor no longer being recognized and the wiring pulling away is confirmed. When connected, the sensor displays an ec303 error, will not calibrate, and does not function. The usb cable is cut at the strain relief, exposing the wires inside. The root cause of the failure was identified as use-related damage. H3 other text : evaluation summary findings in h:11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the sensor is no longer being recognized - cord has pulled away, exposing wiring.